Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use when the issue occurred. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing, fse found that the foot switch was too old and had mechanical issues. The parts were returned to analysis and confirmed the issue with foot switch. The philips engineer replaced the old foot switch with new one. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that there was no more rx control on the allura xper fd20 system from the examination room. No harm has been reported. Philips has started an investigation of the complaint.